Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was noted that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and an enlarged atrium. After retracting the wire and the dilator, the patient presented with an st elevation. In the physician's opinion, this was due to a small air bubble. Two clips were then implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported air embolism. The reported EKG/ECG changes appears to be related to the air embolism and retraction of the wire and the dilator from the sgc. Air embolism and EKG/ECG changes, as listed in the instructions for use, are known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: health effect-clinical code: 4451 mitral valve insufficiency/ regurgitation.